Event description:
Pt with right femoral intra-aortic balloon pump in place post-operatively. Loss of arterial wave form noted. All connections and cables checked. Site was assessed. Noted clear arterial flush leaking from distal and proximal connection sites. Flashback of blood noted in sheath as well as condensation. Iabp continued to function in auto-mode. Md came and removed the iabp.